Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Root cause-electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue.